Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error, which was described as reuse of single use product. Per the homechoice guide, which is shipped with each home choice, the user is warned to not reuse single use devices. Reuse of single use supplies is not an aseptic technique. A formal review of the label for the product family will be conducted. If further relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the patient reused equipment during peritoneal dialysis (pd) therapy, which resulted peritonitis. The patient was not hospitalized for this event. On an unknown date the patient was treated with an injection of fortum (1gm, ip, stat and then daily for 10 days) and gentamycin (20mg, ip, once daily for 14 days). At the time of this report, the patient was recovered from peritonitis. No additional information is available.